Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and pump not working and turning off. Customer stated she had to change the battery without warning an display and flashing or white, or blank. The patient¿s blood glucose level was unknown at the time of the incident. Customer states the display was blank less than 30 seconds and then returned issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific .device passed self test and displacement test. Device was monitored for 24 hrs. And no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).